Event description:
A report was received that the patient was experiencing pain at the original placement of the ipg. The patient underwent a revision. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.